Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A diabetes clinical manager called for the customer to report battery longevity problems and a weak battery alarm. The customer's blood glucose reading was 300 mg/dl. Customer also reported that the time and date were being lost. Multiple weak battery alarms, bad battery alarms, and a batt out limit alarm were found in the alarm history. The customer declined to troubleshoot for blood glucose levels. The customer called back to report that she was having blood glucose readings in the 300 to 400 mg/dl range and that she did not feel comfortable with the insulin pump, because data was missing and there was no record of insulin delivery. The customer had reverted to manual injections per her doctor's request. The customer was advised to return her device for analysis and that it would be replaced.